Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment of an error code, the printed circuit board (pcb) was reset and the firmware was updated. Analysis also noted that the hanger was missing, hanger o-ring and hanger screw were missing. It was also noted during analysis that the ventricular output connector was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.